Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported a low glucose event. The following example set was provided: [(B)(6) 2025 - 12:49 pm - eastern time - sg: 45 mg/dl - bg: 105 mg/dl provided in notes]. After dms review, we confirmed the following information at the time of the event: [(B)(6) 2025 - 12:49 pm - eastern time - sg: 45 mg/dl - bg: 105 mg/dl available in dms]. After dms review, we confirmed that the user received a low glucose alert at 12:44:51 pm, when the sg was at 44 mg/dl 5 minutes prior to the event reported. The user didn't seek medical treatment and resolved the event by confirming glucose levels via fingerstick, which showed normal levels (105 mg/dl).the user's hcp was aware of the event and no medication was prescribed.

Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 12:49 pm where user's sg was 45 mg/dl and bg was 105 mg/dl. A review of the data management system (dms) revealed that on (B)(6) 2025 12:49 pm where user's sg was 45 mg/dl and bg was 105 mg/dl. A review of the alert history revealed that the user received multiple low glucose alerts around reported time. The user did not seek medical treatment and resolved the event by confirming glucose levels via fingerstick, which showed normal levels (105 mg/dl). The user's hcp was aware of the event and no medication was prescribed. A case (B)(4) was created to address sensor inaccuracies inclusive of the reported event. A review of the in-vivo data revealed transient optical instability during the reported time. Per case notes, the user experienced an infection at the insertion site. This infection most likely contributed to the optical instability and sg/bg mismatch at the time of the event. B4. Date of this report 24 may 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 24 may 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated to 28 aug 2024. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.